Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height pyxis drawer was broken and the emergency red latch in the back was hard to use to release drawer. A field service engineer found that the drawer 4 - 2 spring was broken on the plunger, replaced the spring, checked the lights, had the customer recover and inventory the drawer, and tested functionality to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer was broken and the emergency red latch in the back was hard to use to release the drawer. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.